Event description:
It was reported that the pt experienced a return of withdrawal symptoms of increased spasticity and itching due to catheter kink. The hcp recommended that the pt be brought to the hospital in 2008. The pt was taken to surgery and a definitive kink of the catheter was noted. The pump was previously secured in a polyester pouch, but the pouch was removed during a revision five months prior. The proximal section of the catheter was trimmed off and an 8596sc catheter was added to the distal portion of the catheter implanted in the intrathecal space. A new polyester pouch was also added to the pump. The pump was programmed with a concentration of 2000 mcg/ml of lioresal. The pt previously had been programmed at 195 mcg/day; she was reprogrammed to 96 mcg/day during surgery. The pt was given an abdominal bandage and instructed to wear it for the next 6 weeks.

Manufacturer narrative:
Results: used for the catheter.